Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2012-03475. The pt received 3 scs leads; two have the same lot number. It was reported the pt fell; however, she is still receiving stimulation. Follow-up identified the pt is now unable to increase system stimulation. Additionally, lead diagnostics showed invalid impedance values for both of the scs leads. The pt is scheduled for a fluoroscopy. There is not additional information at this time.

Manufacturer narrative:
Sjm has limited information related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Sjm defers to the pt¿s physician regarding medical history.